Event description:
The customer reported a speaker not working on the intellivue multi measurement server x2. Device did not produce sound. The device was reported to not be in use on a patient no adverse event to patient or user was reported.

Event description:
The customer reported a speaker not working on the intellivue multi measurement server x2. No information was provided whether any sound was still coming from the device. The device was reported to not be in use on a patient no adverse event to patient or user was reported.